Event description:
It was reported that the patient presented for a follow-up visit. Upon interrogation, it was noted that the right atrium (ra) and right ventricular (rv) leadless pacemakers exhibited inconsistent battery longevity measurements. No intervention was performed. Patient condition was stable.